Event description:
User reported to bd, that while infusing medication (heparin) in a 60ml bd syringe via the asena pump, the syringe emptied/itself sucked into the patient (full syringe amount), this happened very quickly and reporter indicated that there were no alarms. Concurrently, the patient was on ECMO by pass-post cardiac surgery. The reporter described the procedure as "rare". The patient died, however, it was explained to bd that the death was not directly related to this event. This patient was critically ill prior to this procedure. They had contacted bd requesting technical information related to "characteristics of the syringe related to negative pressure". Reporter would not release copy of the hospital incident report, verbal information only.